Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that during injection the needle bends and leakage occurs at the site with a bd pen ndl 32g 4mm hp. This occurred on 10 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that needle bends during injection and insulin leaks out of site. Consumer stated does not reuse the pen needles- finding when inserted into site and attempts to inject his (B)(4) units of lantus the needle bends and the insulin does not go into site.

Manufacturer narrative:
The following field were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9029775. D.4. Medical device expiration date: 1/31/2024. H.4. Device manufacture date: 1/29/2019. D.4. Medical device lot #: 9044773. D.4. Medical device expiration date: 2/29/2024. H.4. Device manufacture date: 2/13/2019.

Event description:
It was reported that during injection the needle bends and leakage occurs at the site with a bd pen ndl 32g 4mm hp. This occurred on (B)(4) separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that needle bends during injection and insulin leaks out of site. Consumer stated does not reuse the pen needles- finding when inserted into site and attempts to inject his (B)(4) units of lantus the needle bends and the insulin does not go into site.

Event description:
It was reported that during injection the needle bends and leakage occurs at the site with a bd pen ndl 32g 4mm hp. This occurred on (B)(4) separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that needle bends during injection and insulin leaks out of site. Consumer stated does not reuse the pen needles- finding when inserted into site and attempts to inject his (B)(4) units of lantus the needle bends and the insulin does not go into site.

Manufacturer narrative:
H.6. Investigation: customer returned (12) open 4mm, 32g pen needles with tear drop labels from lot # 9029775 and lot # 9044773. Customer states that the needle bends during injection and insulin leaks out of site. All returned pen needles were examined and 11 out of 12 samples exhibited a bent patient end of the cannula. Also, all samples were tested and all were able to expel properly without any observed leakage. A lot history review was carried out on both reported lot numbers and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient end of the cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage) cannula bent during use of the product by the customer. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection the needle bends and leakage occurs at the site with a bd pen ndl 32g 4mm hp. This occurred on 10 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that needle bends during injection and insulin leaks out of site. Consumer stated does not reuse the pen needles- finding when inserted into site and attempts to inject his 27 units of lantus the needle bends and the insulin does not go into site.